Event description:
Found in sterile package with the wheel off. Manufacturer response for large hem-o-lok clip applier, large hem-o-lok clip applier (per site reporter). Failure analysis investigations replicated/ confirmed the customer reported complaint: ''wheel broken off." The instrument was found to have an input disk 5 was found completely detached from the base of the housing. Improper cleaning during reprocessing most commonly causes this failure.